Manufacturer narrative:
The reported filter leak was confirmed by investigation. No sample was returned for investigation. However, the customer provided two pictures documenting the experienced filter leak. The leak is confirmed to be at the air vent of the filter. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Filter leaks at the filter vent are currently under further investigation at the manufacturing location in costa rica. A batch record review was performed to lot# 945745h, list# 14009-9290 and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements.

Event description:
The event involved a customer report stating that there was leakage on the 0.2 um filter of a plum set. The solution that was being used was normal saline for priming followed by a taxol infusion. The leaking occurred more than a half an hour into the infusion. The pump was set 310mmhg psi pressure.